Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(4) 2018 where it was reported that the device was producing an incomplete mesh and the bolts and washers were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(4) 2018 where it was reported that the device was producing an incomplete mesh. Product review of the skin graft mesher on (B)(6) 2018 revealed that the side plates, guild block, roller, and roller gear were damaged. The calibration was out of specifications but the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(4) 2018 which included replacement of the roller, worn bushings, worn side plates, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the cutters both produced incomplete meshes. The cause of the incomplete mesh was due to damaged cutters. A root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the damage occurred. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The issue was resolved with the replaced level sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had incomplete mesh. No adverse events were reported as a result of this malfunction.